Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, leaflet thickening was noted on echo. The reported event cannot be confirmed since the device is not available for evaluation. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve (subject device) and 7300tfx 27mm mitral valve, implanted for eight (8) years and seven (7) months, is being evaluated for a double valve-in-valve procedure. Echo findings showed severe mitral stenosis with a gradient of 60mmhg and an effective orifice area of 0.9cm2. There was mild aortic stenosis with a gradient of 17mmhg and a valve area of 1.6cm2. The aortic cusps appeared thickened and had decreased mobility (particularly the "left" cusp). The patient was also noted to have tricuspid regurgitation (native valve). It is felt that a mitral valve-in-valve procedure would improve the tricuspid regurgitation.